Event description:
A 33 yr old type I diabetic alleges that suspect device read 438 mg/dl, was disoriented, which resulted in diabetic being taken to ER. At the hosp, lab glucose level was 29 mg/dl (method unk). Dextrose drip was given for two hrs and pt released. Test strips in use being stored in kitchen.